Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was pacing at a rate lower than the programmed lower rate. It was suspected that the right ventricular (rv) lead exhibiting t-wave oversensing (twos) contributed to the crt-d pacing at a lower rate. Reprogramming was performed, and the rv lead and crt-d remain in use. No further patient complications have been reported as a result of this event.